Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.4cm from iab tip. Additionally, three kinks were found on the catheter tubing approximately 76.7cm and 64.8cm and 62.7cm from the iab tip. - an underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problem. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaoint #(B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately fifteen hours of intra-aortic balloon (iab), the console generated a blood detected alarm. Blood was then found in the tubing and had entered the cs100 intra-aortic balloon pump (iabp). The iab removed and it was found that the lumen was broken. There was no patient harm or adverse event reported. This report is for the iab used in this event. A separate report had been submitted for the iabp under mfg report number 2249723-2023-02641.